Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 39 mg/dl. Troubleshooting for low blood glucose was performed. Customer treated themselves with orange juice and felt better. Customer advised they attempted to change out their set and noticed the insertion was done incorrectly which may have resulted in low blood glucose levels.